Manufacturer narrative:
Due to character limit in block e1 event site name : (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
On (B)(6) 2025, a patient was admitted with acute heart failure and myocardial infarction, initially placed in the emergency ICU and later transferred to the intensive ward on february 9 for continued care. To improve cardiac function, intra-aortic balloon counterpulsation (iabp) was performed under local anesthesia in the catheterization laboratory on (B)(6) 2025, with successful initial results. However, on (B)(6) 2025, at 20:30, the iabp displayed a message indicating limited inflation and the presence of blood in the inflation line, suggesting balloon rupture. The patient's vital signs remained stable with no significant symptoms. After consultation with the cardiologist, the iabp was removed. Post-removal care included 12 hours of pressure at the left femoral artery puncture site, 24 hours of immobilization of the left lower limb, and hourly monitoring of peripheral circulation. Mild bruising, coolness at the peripheral tips, and small spots were observed on the left lower limb, though arterial pulses remained palpable.

Event description:
N/a

Manufacturer narrative:
Updated fields: a4, b4, d8, d9, e1 (initial reporter, event site telephone, event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: a3a no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Complaint record ID (B)(4).